Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a pacemaker mediated tachycardia (pmt) episode. Device data was sent to rhythmcare for review. Data review determined the right ventricular automatic threshold (rvat) test was suspected to have promoted premature ventricular contraction (pvc) resulting in a long intraventricular delay. This device remains in service. No adverse patient effects were reported.